Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, since the device was manufactured over 7 years ago, it is likely that the video connector latch wore out due to long-term repetitive use, resulting in poor connection and unstable transmission of the video signal, causing the flickering of the image.

Manufacturer narrative:
Device was received and evaluated. Evaluation determined that the reported issue was confirmed. The device was found with worn out video connector latch causing poor connection and flickering image. In addition, the software version was found with old version and needs to be upgraded. The device was placed for repair. Based on evaluation findings the reported issue was confirmed. The failure was attributed to worn out video connector attributed to electronic component failure. If additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported that the device exhibited no image, the screen went black. The issue found during an unspecified procedure. There were no further details provided regarding the event. No patient injury reported, no user injury reported.